Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during maintenance that the device was noted to have calibration issue, damaged roll; damaged comb, ratchet issue; inappropriate cutting; and locking issue. There was no patient involvement and there were no harm/injury to the operator of the device. Due diligence is complete for this complaint. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the bottom roll was worn, the comb was damaged, the top lock would not close, the ratchet failed, and the device was out of calibration. The roller, comb, bearings, gears, and screws were replaced, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.